Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade iii capsular contracture affecting the right breast after a physical exam, ultrasound, mammogram, and magnetic resonance imaging. Additionally, it was observed through the imaging methods that there was fluid within the breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On september 29, 2022, mentor was notified that the patient was scheduled for removal and replacement. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2022 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 08, 2022, mentor received additional information. The patient underwent a surgical intervention to aspirate fluid that was discovered during a routine screening. Additionally, the patient's weight was added and the appropriate field has been populated. On december 14, 2022, per the additional information, the file was reevaluated and local reaction has been added to more accurately encompass the described events. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 02, 2022, mentor received additional information. The date of event was updated as (B)(6) 2022, as this was the date the capsular contracture was diagnosed. Additionally, the patient underwent unilateral replacement with a right-sided 450cc mentor memorygel xtra breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 14, 2022, the mentor analysis lab received the suspect medical device for evaluation. On november 28, 2022, mentor completed an evaluation on the returned device. Mentor conducted visual inspection of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).